Event description:
A consumer reportedly has been seeing a blue haze on everthing since cataract surgery. Consumer also states that letters on the television appear distorted. The surgeon has changed the prescription for the consumer, adding glasses to help. More information has been requested.